Manufacturer narrative:
The recipient is reportedly doing well.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a fistula and a biofilm associated infection. In (B)(6) 2016, the recipient was treated with amoxicillin clavulanate twice a day for 7 days followed by rifampicin and levofloxacin for 6 weeks. On (B)(6) 2017, the recipient was hospitalized for 4 days and underwent a revision surgery for a fistula. The recipient was recommended non-use of the device for 3 months. The recipient was hospitalized again on (B)(6) 2017 through (B)(6) 2017. The recipient's device was explanted.

Manufacturer narrative:
The recipient's infection is reportedly healed.